Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the ureteroscope broke during a ureterolithotripsy procedure. The broken part of the scope came out and nothing was left behind that needed to be picked out nor was there any tissue damage. There was a delay in the procedure of between 15 to 20 minutes. The procedure was completed with a similar device. The patient was 1.75 cm tall and weighed 130 kg. There were no reports of patient harm or injury.

Event description:
While there was a delay, this delay is unlikely to cause any adverse clinical effects. No health hazards. No additional treatment or surgical procedures were performed. There is no evidence that a life-threatening event occurred, that the patient developed permanent damage or impairment, and that any additional medical/surgical intervention was done to prevent permanent damage or impairment a body function or damage to a body structure that is associated with the use of the olympus device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added to the following fields: a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. The device was not returned to olympus for inspection, therefore the customer's reportable malfunction could not be confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the telescope broke during procedure occurred due to excessive force by the customer. Olympus will continue to monitor field performance for this device.